Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to a percutaneous endovascular aortic repair (pevar) procedure, preclose placement of the suture was attempted in the right common femoral artery (rcfa) using a proglide device with a 6f sheath. Reportedly, while advancing the plunger, the plunger jumped back. No excessive force was used while advancing the plunger. The sutures of two other proglide devices were successfully placed in preclose technique. The sheath was upsized to 18f for the pevar procedure. The procedure was completed successfully and the sutures that were successfully place in preclose technique achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is trained in the use of the proglide device and established in the perclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy plunger incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.